Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not providing pacing. The physician elected to surgically intervene and reposition the product. No additional adverse patient effects were reported and to date the lead remains implanted and in service.